Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR#: 0001822565-2020-00401.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR#: 0001822565-2020-00401.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona ps standard femoral catalog # 42500606602 lot # 63945461, persona stemmed tibia catalog # 42532007502 lot # 64214396, persona ps articular surface catalog # 42522400712 lot # 64242659. Customer has indicated that the product will not be returned because product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00254, 3007963827-2019-00255, 3007963827-2019-00256. Remains implanted.

Event description:
It was reported that the patient underwent a rigt knee arthroplasty. Subsequently, the patient was experiencing stiffness in knee and underwent a manipulation. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.